Event description:
The reporter stated that the unit was not infusing during patient use and no alerts were occurring. The reporter stated that the biomedical department was able to reproduce this issue. No further information was available on the set-up. There was no patient injury or treatment associated with this event.